Event description:
Insertion/removal difficulties: it was reported that the doctor experienced difficulty advancing the delivery system over the guide wire while inside the patient. The doctor chose to remove the delivery system and experienced difficulty when removing. A smart stent was used to complete the procedure.